Event description:
It was reported that this device was explanted and replaced due to an impedance related issue (no impedance value provided). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).